Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited ventricular pace markers despite being in sense only mode and current of injury could not be obtained. The lp was released and conductive telemetry was lost. The lp was removed and different device was used to complete the procedure. There were no patient consequences.